Manufacturer narrative:
(B)(4). The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. It was found that all finished parts associated with these records conformed to material and dimensional specification when manufactured. The explanted devices have been returned to corin UK and will be examined. Results of this examination will be provided in a supplemental report upon completion of the investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Cormet revision after approximately 12 years and 3 months, the reason for revision is unknown.

Manufacturer narrative:
(B)(4) final report patient x-rays, the explants and operative notes for the primary surgery in 2003 were provided to aid the investigation of this event. Operative notes for the revision surgery and the reason for revision were requested, however, these were not provided. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. It was found that all finished parts associated with these records conformed to material and dimensional specification. The explanted devices were returned for examination. The examination of the returned explants could not identify a specific reason for revision, any obvious failure modes or abnormal device characteristics. The corin devices were coupled with a conversion sleeve (manufacturer unknown), which exhibited evidence of corrosion inside it. Based on this, it cannot be determined whether the corin cormet devices caused or contributed to the patients experience and corin now consider this case closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Cormet revision after approximately 12 years and 3 months. The reason for revision is unknown.